Event description:
It was reported that bd precisionglide¿ needle package was damaged. This was discovered before use. The following information was provided by the initial reporter: material no. 303009, batch no. 9098744. It was reported that the outer bag was folded closed not sealed and the two inner bags had holes ripped in them. We currently have a black belt initiative going on, and the group has a finding that we are passing along to you. The products in question are a3501815 and a3502215, bd parts 303005 and 303009 specifically. Per our 2-series specification for this product our incoming requirements are: there shall be no damage or improper packaging to the outer container or inner container that would affect the products enclosed. Products should be received packaged in double bags; bags shall completely cover the product or be secured to prevent contamination (e.g. Sealed bag, twist tie, or tape where necessary). "Outer bag-folded closed not sealed. Two inner bags, sealed but had holes ripped in them."

Manufacturer narrative:
H.6. Investigation summary: three (3) photos were provided by the customer for investigation. One (1) photo shows a box label providing the material number and batch number. A second (2nd) photo show an outer bag which has a label on it and appears to not be sealed. The third (3rd) photo a bag with a hole in it. A quality control representative was contacted who confirmed that during the packaging process holes are often introduced to the inner bags to allow air, which has been trapped in the bag during the sealing process, to escape so that the filled bags of product can fit into the boxes. This bag is then placed in a second bag which is not sealed but only folded over in the box to reduce the potential of foreign matter on the product during transport. Bd acknowledges that based on the photos provided by the customer that the inner bags had holes in them. As this is part of normal bd operations for shipping bulk non-sterile product no corrective or preventative action is proposed in the scope of this complaint. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. H3 other text: see section h.10.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle package was damaged. This was discovered before use. The following information was provided by the initial reporter: material no. 303009, batch no. 9098744. It was reported that the outer bag was folded closed not sealed and the two inner bags had holes ripped in them. We currently have a black belt initiative going on, and the group has a finding that we are passing along to you. The products in question are (B)(4), bd parts 303005 and 303009 specifically. Per our 2-series specification for this product our incoming requirements are: there shall be no damage or improper packaging to the outer container or inner container that would affect the products enclosed. Products should be received packaged in double bags; bags shall completely cover the product or be secured to prevent contamination (e.g. Sealed bag, twist tie, or tape where necessary). "Outer bag-folded closed not sealed. Two inner bags, sealed but had holes ripped in them."